Manufacturer narrative:
(B)(4).

Event description:
It was reported that detached sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2021. It was indicated that the patient removed the transmitter from the sensor pod before removing the sensor from the body, which is misuse of the device. The product was evaluated. An external visual inspection was performed and failed because sensor wire is detached from sensor pod. The allegation was confirmed. The probable cause could not be determined post investigation. No injury or medical intervention was reported.